Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. The device was not returned for investigation. From the provided information, the cause of the dissection could not be identified. The warning section of the instructions for use lists coronary artery dissection as one of the possible complications and adverse events.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a procedure to treat a chronic total occlusion in the mild to moderately calcified left anterior descending (lad) artery. An asahi prowater guidewire was advanced into the patient anatomy and a dissection occurred. Pre-dilatation was performed using a 2.5 x 20 mm nc trek rx balloon dilatation catheter (bdc). A 3.5 x 28 mm xience v rx stent, a 3.0 x 28 mm xience v rx stent were implanted in the totally occluded lad and a 2.5 x 23 mm xience v rx stent was implanted in the lad to treat the dissection. Post-dilatation was performed in the most distally placed stent (2.5 x 23 mm xience v rx) using a 2.75 x 15 mm nc trek rx bdc as routine post dilatation. However, during post-dilatation using an unspecified inflation device, the 2.75 x 15 mm nc trek bdc balloon ruptured at 6 atmospheres during the first inflation. There was no resistance during advancement or retraction of the 2.75 x 15 mm nc trek rx. As the 2.5 x 23 mm xience v stent was felt to be well apposed, no further dilatation was performed. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.